Event description:
A nurse reported that a haptic on an intraocular lens (iol) was noted to be broken. The lens was removed during the same procedure and a vitrectomy was performed. Additional info has been requested.